Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer during a diagnostic upper digestive endoscopy procedure there was formation of bubbles from the device causing some difficulty in visualization. The procedure was completed successfully with the same device. There was no clinically relevant extension of the procedure and no injury or any other harm to the patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the air and water system is clogged and the suction system is also clogged. The channels and the cylinders of the air and water and suction system will be replaced. The biopsy channel was also dirty and the distal end rubber coating had deterioration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.